Event description:
Pt presented to defibrillator clinic on 06/01/1999 pacemaker was programmed to "wi" rate of 40, pacing was documented via EKG at approx 117 bpm. Device could not be interrogated. ICD replaced.